Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen had a line through it. The reporter indicated that the display screen was unable to be read safely related to the issue. The reporter confirmed that there was no noted moisture ingress in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/14/2015 with the following findings: the reported issue could not be adequately investigated due to a blank display issue, which was documented under pi# 1-7072109284. No conclusions could be determined in regards to the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).